Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said they just had a surgery for an ins replacement (still had the staples). Pt said they noticed the day after their first surgery that the ins battery was screwed up. Pt said the doctor didn't put the ins in the pocket good so it was sticking out like a knuckle and floating around in the pocket. Pt said they secured the ins this time and it took the pt 4 to 5 months to get it fixed. Pss documenting information given during call.